Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and the reverse locking mechanism was blocked. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not reverse ¿ reverse locking mechanism was blocked, had an air leak, component damage, a sticky trigger, and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for general condition, check reverse locking mechanism with oscillating saw attachment, check for sticky trigger, check air hose coupling, check forward and reverse mode function, check for noticeable untrue running, check starting behavior, and check for air leak. It was noted in the service order that the engine was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) of 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.